Manufacturer narrative:
Two devices were returned for analysis. Analysis of the first device indicates that the stent had entered the body. The catheter had blood throughout, inside the guide wire lumen and on the manifold. The stent had shifted distally approximately 2mm and the distal end of the stent is dilated over the cone of the balloon. The stent, the balloon and the catheter shaft all exhibit witness lines from the crimp process. All other features of the balloon catheter are present and meet the required manufacturing specifications. The second device is clean and the stent had shifted in the proximal direction approximately 12mm and the proximal end of the stent had been dilated over the proximal cone of the balloon. The stent, balloon and the catheter shaft all exhibit witness lines from the crimp process. Three samples were taken from the same time frame and tested for stent retention. No problems were found. A review of our quality records for this lot (both devices came from the same lot) did not show any defects or abnormalities.

Event description:
Product came off balloon while being advanced into introducer sheath.